Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the analyzer and identified the failure mode as multiple hardware parts. Replacement of valve assembly, block electrode, valve and tubing resolved the customer issue. Other consumable parts were replaced as part of routine troubleshooting. The fse also carried out routine maintenance activities on the customer analyzer. All verification checks were within specification. The samples were repeated, and no erroneous results were generated. Information not provided by the customer.(B)(6). (B)(4).

Event description:
The customer reported the generation of erroneous ise (ion selective electrode) results from their dxc 700 au clinical chemistry analyzer. There was no report of change to patient treatment as a result of this event. The customer did not provided any patient results. Patient demographics were not provided.